Event description:
Nasojejunal (nj) tube was placed under fluoroscopy, injected with barium to confirm placement. When the tube was flushed with water, it started to spray out around the hub. The connection between the white hub and the red syringe port was leaking. Had to remove tube and insert a different nj tube." Manufacturer response for enteral feeding tube nj, (brand not provided) (per site reporter). Emailed local rep.